Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the display is flashing, measurement seems to be incorrect as the saturation value jumps up and down even when sensor is placed on a doctor. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Corrected data: concomitant products was corrected from a blank field to rds-1.